Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from non-vitros quality control fluids when using vitros immunodiagnostics products ipth reagent in combination with a vitros 5600 integrated system. The most likely assignable cause for the higher than expected qc results is the use of a sub-optimal calibration event. The level 2 and level 3 signals from the calibration event prior to the higher than expected qc results were considerably lower than the fitted signal and outside of the manufacturer customer calibrator range derived from release testing data. Following recalibration, the customer¿s calibrator signals compared well to the fitted signal and subsequent qc results were within range. There was no evidence to suggest a vitros 5600 integrated system malfunction. Unexpected instrument performance is not a likely contributor to the events, however it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not undertaken.

Event description:
A customer obtained higher than expected ipth results from non-vitros quality control fluids using vitros immunodiagnostics products ipth reagent in combination with a vitros 5600 integrated system. The following results breached vitros ipth potential health and safety criteria: qc level 3: 833.04, 828.76, 834.11, 831.96, 828.49, 829.03 pg/ml versus expected result of 630.0 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer stated that no patient samples were in question for vitros ipth over the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).